Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced two infusion sets fell off during use events on 11-may-2024 and 14-may-2024. The infusion set was in use for 2 days. The blood glucose level was 100-280 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.